Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the precleaning was performed immediately after patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air using mh-948. The device passed the leak test. The disinfectant used was sekusept aktiv. The suction, cylinder and channel port were brushed. The device was rinsed before manual disinfection. The disinfectant used was olympus endodet pro, endodis pro and endoact pro. Tap water was used for rinse after disinfection. The concentration and expiration date of disinfectant was controlled. The olympus endothermo disinfector was used and there was no defect. The disinfectant used was sekusept aktiv. All channels were connected with tubes when the endoscope was set up with the endothermo disinfector. The concentration and expiration date of disinfectant was controlled. The water quality of the rinse water was not controlled. The water filter was not replaced periodically in accordance with IFU. The device was stored in the drying cabinet. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 100 colony forming units (cfus) of mesophilic aerobic. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and the lms final investigation. Despite good faith attempts the user positive culture result report was not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: all channels were not flushed with and immersed into the disinfectant; the water quality of the rinse water for automatic endoscope reprocessor (aer) was not controlled. Based on the results of the investigation, deviations from IFU were confirmed therefore, reprocessing may have been conducted insufficiently. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". To warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.